Manufacturer narrative:
A service engineer went onsite to evaluate the device and confirmed the reported problem. The customer was provided a replacement spo2 sensor to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: good faith efforts were made to obtain serial number and UDI information, none were available at time of report. E1: reporter institution phone number: (B)(6).

Event description:
The customer reported their dissatisfaction about the m1193a spo2 sensor indicating the value becomes unstable when in use. The device was in use clinical use at the time of the event. There was no adverse event reported.